Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 241 mg/dl and it was addressed with a bolus. It was noted that troubleshooting was not performed as the customer stated it was due to their unspecified infection.